Event description:
A pt enrolled in a clinical research study wore investigational lenses for 1 week. On the day of the scheduled 1-week follow-up visit (2004), the pt was exposed to bleach, but did not get any in their eyes. At the scheduled follow-up visit that day, no significant slit lamp findings were noted. Consequently, the subject was dispensed 1-day acuvue control lenses to wear for the second part of the clinical study. The pt developed symptoms in their right eye that day following the exam and returned to the clinic wearing spectacles with 20/15 visual acuity in both eyes. The pt reported discomfort and photophobia in the right eye. Upon slit lamp exam, the pt was found to have infiltrative keratitis with moderate diffuse infiltration and edema of the cornea and mild cells and flare in the anterior chamber. The pt also was found to have mild lid edema and moderate conjunctival redness. Tobradex drops were prescribed. The pt returned for follow up visits at 4 o'clock p.m. For the next three occasions, at the last visit the pt had no reported symptoms in the right eye, there were no positive slit lamp findings and the pt returned to lens wear. It is unclear as to whether this event was lens related, and if it was, if it was related to the investigational or 1-day acuvue lens.